Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the adjustable pressure limiting valve broke off of the unit. This would prevent manual ventilation. There was no report of patient involvement.